Event description:
A non-health care representative reported that after intraocular lens (iol) implantation surgery, the patient could not focus or see clearly. Hence the lens was explanted with non-company monofocal iol in a secondary procedure. The clinical reason was unspecified. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).